Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual of the returned device identified deformation, fold creases, yellow particles, wear abrasion, and cloudiness in the gel observed after autoclave disinfection cycle. A weight test of the explanted material was verified and device was within specification. Based on the device analysis the final assessment was no observations found related with the complaint reported by the physician. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "enlarged lymph nodes," "chest discomfort," "burning sensation in breast," "pain and soreness in armpits," "armpits sensitive to touch," and "hardening of implant." Healthcare professional additionally reported "patient concern with product/procedure" and "double capsule". Patient also reported "fatigue" and "foggy head."; these events are not device related. Device was explanted.